Manufacturer narrative:
(B)(4). The device has been requested and will be returned to the baxter product analysis lab (pal) for evaluation. Upon completion of the evaluation a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to the baxter product analysis lab (pal) for evaluation. The event history was printed and reviewed. The pump was set at a continuous rate of 9.0 ml/hr. There was one recorded occurrence of "incorrect tubing set". There was no indication in the printed history that this alarm interrupted therapy. Configuration settings were: modes: pca-off, basal + pca-off, continuous-on. Units: ml-on, mg-off, g-off. Rate limit - 49.9 ml/hr. Bolus limit - 49.9 ml. Clock type - 24 hour. The pump was received with a baxter epidural pump set and a partially filled 100 ml bag of (B)(4) sodium chloride solution which were used during all testing except as indicated. The pump powered on normally on ac power, passing power on self-test. Programmed an infusion in continuous mode at 9.0 ml/hour. The infusion ran for 1 hour with no alarms or interruption of delivery. Functional test was performed, including flow rate accuracy test; all tests passed. An additional accuracy test was run on the infuscale system at 10 ml/hour for 1 hour. The infusion was delivered with a flow rate error of 2.91%. The acceptable range is +/- 10%. The pump was opened and inspected for damage, loose connections, or fluid intrusion and none were observed. The pump was received with a depleted 9 volt battery which was replaced during testing. Pump configuration was converted to default for the functional test. Customer configuration was restored following testing. The software version in this pump is: hw 0, sw 1.2. The reported condition was not confirmed or duplicated during testing. The assignable cause was not determined. The device operated as designed. A service history review was conducted which revealed that the device was not previously sent into service for a non-delivery condition. An on site training was conducted by baxter for the nursing staff at the facility on (B)(6) 2011. The following information was provided: locking and unlocking mechanism of the system, the proper loading of the tubing, recommended priming of the tubing be completed through the pump priming mechanism, programming, starting and stopping the infusion, changing the prescription, bolus delivery, changing the bag, battery change, history capabilities, alarms, and the proper technique for shutdown of the device.

Event description:
A baxter sales representative reported a customer facility that indicated an ipump that failed to deliver an unknown medication during patient use. It is unknown what the patient results were related to the non-delivery or what interventions were required. Reportedly the patient experienced discomfort due to the non-delivery. The patient expired on an unknown date. There was no allegation reported that the non-delivery was causally related to the patient death. It is unknown what the cause of death was. It is unknown if an autopsy was performed. The device has been requested. No additional information is available.